Event description:
Additional information: a catheter revision was done. The health care provider (hcp) removed the drug from the pump and aspirated the catheter. The pump and the catheter access port (cap) were also flushed. The pump filled with preservative free normal saline and closed. The patient followed up with the hcp at the clinic.

Event description:
It was reported that the catheter was dislodged. The drugs in the pump were hydromorphone, clonidine and bupivacaine. Patient and device information were unknown. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter model #8709sc, lot# unk, implanted:unk, explanted: unk.

Manufacturer narrative:
Additional information: catheter model lot # n19552005 implant: unknown explant unknown dacron pouch model # 8590-1 lot # n205275 implant (B)(6) 2009 explant unknown; corrected information: the initial MDR was filed as manufacturer's report # 3007566237-2012-00117. Additional review indicated the correct manufacturing site was site # 3004209178.